Event description:
It was reported that the user experienced a pairing failure between the dexcom g7 sensor and the ilet pump while the sensor was successfully connected to the dexcom mobile app and showing glucose readings in the 160¿180 mg/dl range. The issue was traced to entering a sensor code in the pump that did not match the active sensor¿s code. Symptoms included no adverse clinical effects reported; however, the user gave themself an mdi to prevent hyperglycemia. Outcomes included continued cgm readings on the app but no cgm data on the pump until correct pairing and completion of required waiting periods after a manual insulin dose. Investigation included troubleshooting and user education, confirmation of device connections, verification of the correct sensor code, and reattempted pairing. Investigation of this case revealed use error related to entry of an incorrect sensor code and resolution steps provided to reestablish pairing. It was concluded that the event was related to user setup error rather than a device malfunction, and the user was instructed on correct code entry and to allow sufficient time for connection and insulin dosing lockout.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.